Manufacturer narrative:
A ge service rep performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system rebooted itself during a case. The procedure was completed. No pt injury was reported.